Event description:
After pt's bath, hm2 alarmed "pump stopped." Pump sounds were a grinding sound. Controller changed. Console changed. Pump still in failure. Md notified immediately. Pt sent to operating room to replace hm2.